Event description:
It was reported that the stents did not light up.

Manufacturer narrative:
Alleged failure: cib chelsea rep iris lighted stintz for iris mode does not work po# (B)(4). Delay: 15 minutes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause maybe a not fully seated fiber. The iris were both present during test. The issue was not duplicated during test. Note: led module is low at 100%. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the stents did not light up.